Manufacturer narrative:
Initial

Event description:
It was reported that the ilet system displayed an occlusion alert indicating only a portion of an insulin dose was delivered, consistent with an obstruction of flow associated with the connector/coupler, and the alert resolved following a full supply change; blood glucose remained stable. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed evidence consistent with a deformation problem leading to obstruction of flow in the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.